Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states the right caster all the spokes broke and the it came. Consumer states he was using the chair and noticed the wheel just came off.